Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/23/2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another meter. The reporter alleged readings of "5.4 mmol/l" on the lfs meter compared to "4.3 mmol/l" on another meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.